Event description:
Patient developed hemoptysis post implant. Patient was treated and recovered without sequelae. Hemoptysis is a known and labeled event that can occur post implant procedure.

Manufacturer narrative:
(B)(4).